Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap extended life pd transfer set had fluid flow with the twist clamp closed. This occurred during treatment for peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h3, h6, h10. H10: the actual sample was received for evaluation. A visual inspection with the naked eye and magnification noted a broken occlude foot on the light blue main body. Functional testing including leak and clamp function testing revealed a leak through the set with the clamp in the closed position; clear passage and integrity (seal surface) testing were performed with no issues noted. The reported condition was verified. The cause of the broken occlude foot could not be determined. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.